Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and a physical investigation was performed. During physical investigation a catheter and the guide wire stuck inside were received. The helix was found broken at 64 cm from the tip of the catheter. The tube was found kinked at the same exact position where the helix broke, at 64 cm from the tip of the catheter. Therefore, the investigation is confirmed for the reported break issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device for claudication. It was reported that during the procedure, there was an alleged break in the device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. D2b (mcw; dqx). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. It was reported that during the procedure, there was an alleged break in the device. There was no reported patient injury.